Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 434 mg/dl. Customer was advised to replace plunger and manually push plunger very slowly. The customer stated insulin did exit. The customer was advised to run manual prime to at least 5.0 units. Customer stated the pump did not alarm no delivery. The customer was advised the pump is working as designed. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 434 mg/dl. The customer was advised at this time displacement test and manual prime were successful and motor alarm did not occur. The customer was advised monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 434 mg/dl. The customer declined troubleshooting for high blood glucose.